Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred and that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however, the alleged minimum fill issue was not.